Event description:
Initial reporter indicated to a consultant that one of their vns patient's is going to be referred to a surgeon for revision surgery. It was reported that "vibration could be seen in the neck when stimulating." The initial reporter thinks that the implant was not performed correctly "because their was something weird about it, so it has been turned off till surgery can be performed." It was additionally reported the lead was protruding. Good faith attempts have been made for additional details surrounding the reported events, and if surgery is scheduled.